Event description:
It was reported that syringe 3ml ls was damaged. The following information was provided by the initial reporter: this is a report about a printing issue of package. The product information is written in black ink on most of the packages but it is partially becoming red in four packages. We are wondering if these complaint packages have not been sterilized.

Manufacturer narrative:
H6: investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ls was damaged. The following information was provided by the initial reporter: this is a report about a printing issue of package. The product information is written in black ink on most of the packages but it is partially becoming red in four packages. We are wondering if these complaint packages have not been sterilized.